Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient could increase and decrease stimulation, but they did not feel it as much as before. It was further noted the patient had increased stimulation from 1.60v to 4.20v and they did not feel stimulation any differently than before. The reporter stated they had heart surgery in september and since then they have had these problems and they do not feel as much. It was noted the patient was going to charge and call the manufacturer back. Additional information received reported the patient did not have concerns with their device or therapy, but they do have a problem with their ¿stim.¿ they are using now. It was noted the patient was working with a manufacturing representative. Additional information was requested, but was not available as of the date of this report.